Manufacturer narrative:
H3: product analysis of ped2-450-20. As found condition: the pipeline flex shield braid was returned stuck inside the catheter hub, inner pouch, a biohazard bag, and a shipping box. The pushwire was not returned. Damage location details: the braid's distal end was not opened due to the damaged braid. The proximal end of the braid was opened and frayed. The catheter body was found to be flattened at 7.0cm to 15.2cm from the distal tip. In addition, the catheter was found kinked at 67.0cm from the hub. No other anomalies were observed. Testing/analysis: the catheter was cut to remove the braid. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed that the braid's distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include severe vessel tortuosity and damaged braid. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline flex shield braid was returned stuck inside the phenom catheter hub. The pipeline flex shield and catheter were damaged. From the damages seen on the catheter (flattening/kinking) and braid (fraying), it appears there was a high force used. These damages may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include severe vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. It was clarified that the distal portion of the pipeline did not open.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 228250450); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and upon retrieval got stuck in the catheter hub. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm in the right internal carotid artery (ica) with a max diameter of 5 mm and a 4 mm neck diameter. The accessed vessel was the internal carotid artery with a diameter of 3.5 mm. Landing zone: distal: 3.5 and proximal: 4 mm. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure was good and showed the pipeline opened nicely. It was reported that the navien was placed in the ica and the phenom 27 was taken over the micro guidewire. Started deploying from distal landing zone. The pipeline was not opening. When it comes to distal portion, it was not opening properly. We tried with all techniques. Then we have taken back the device. While taking back the device got stuck in the catheter hub. Then we removed  the entire system and used another pipeline and new phenom to complete the case. It was reported the pipeline failed to open in the proximal section. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).  T he catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron max sheath, navien guide catheter, phenom 27 microcatheter, avigo guidewire .